Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods") and fatigue ("fatigue,"). The patient was treated with surgery (ablation and salping. (Bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, metrorrhagia and fatigue outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, fatigue, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted insertion of date as per summons (B)(6) 2011 she received treatment for pain pelvic/abdominal, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received: event injury was replaced with pain: pelvic/abdominal, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), migration, fatigue added. Date of insertion and removal of device added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.